Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 at 9:30pm for high blood glucose levels of 710 mg/dl and diabetic ketoacidosis. Customer stated that the pump is not giving him insulin. Customer took manual injections and the blood glucose levels seem to be coming down. Customer had the following symptoms: dry mouth and his shoulders started hurting. Customer was treating with the pump and is now treating with manual injections. Customer ran a manual prime and the insulin did exit the tubing. Pump settings and history were reviewed and were correct. A tubing clamp will be sent and customer will need to call back to complete troubleshooting. Customer stated that the infusion set is still in his body and he just removed it. Customer also stated that it was curved a little, but not bent or kinked. Customer called back and the pump failed the high pressure test twice. Insulin pump will need to be replaced. No additional information provided.